Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Additional PMA/510(k) number ¿ k061410. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that the implant at tooth site #3 was removed due to infection. Symptoms as a result of the event: abscess.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. One impl tapered scr-v ha 4.7 mm 4.5mm 11.5mm (tsvwh11) was returned for investigation. Visual inspection of the as returned product identified a fractured collar/platform on the implant and bone residue around the external threads due to usage. Based on the evaluation, device malfunction has occurred. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported events. Monthly post market trending review identified no adverse trends or actionable trends for the reported events or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimvie. DHR review was completed for the subject lot number (63331283). It was confirmed that all operations and inspections were executed as per applicable procedures. Sterilization record (st2983) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (63331283) for similar events (complaint category keywords: infection & fracture: implant) and no other complaint was identified. Functional testing could not be performed due to the nature of the device and events. Therefore, the reported events could not be recreated. Based on the investigation, risk review and IFU, the most likely causes determined from the investigation are long term parafunctional habits of the patients (e.g. Smoking, bruxism and overloading), as it was noted, the implant had been placed for approximately 5 years. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b1: report type was updated. B4: date of this report was updated. B5: event description was updated. D9: device availability and return date was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H6: device code was updated: 1260. H6: investigation conclusion code was added: 11 h10: narrative/data was updated. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
During product inspection, the implant was found fractured at the collar. Follow up with the customer revealed that the implant was fractured prior to removal.